Event description:
This is a concern about lack of an exp date on a product that has the warning "caution federal law restricts this device to sale by or on the order of a physician": laminaria - cervical dilators - marketed by british marketing enterprises. There is a date on the box that 1 would take as an exp date however on calling the co to be sure, they stated this was the date it was packaged and sterilized and it is good for 3 yrs from that date. We had 1 box that was dated 0505 - that was recently found - and it was assumed it was long expired. Can you suggest they put the exp date on with this other date?